Event description:
It was reported that the pt underwent a spinal procedure for compression fracture at l4-l5-s1 using mini-invasive technique. Three extenders could not position properly while inserting the rod. The surgeon believed that the needle guide should be used to guide the insertion. The procedure changed from mini-invasive to open procedure.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.